Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The interrogated monitoring voltage is 3.038v with a battery status of beginning of life (bol). A series of electrical tests was also performed, and again, normal device function was observed. The device was cold when the warning was issued. The device is operating normally after warming to room temperature. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that this device had been left in the trunk of a car for a period of time. Interrogation of the cold device identified that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There was no patient involvement. The device was returned for testing.